Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative regarding the delivery of unknown morphine (10mg/ml, 1-3mg/day) in a pain pump for malignant pain. The patient never received therapeutic effect since implant. The healthcare provider (hcp) performed a urine analysis and it indicated there was no morphine in the patient's system. The manufacturer representative was instructed to check pump logs, programming, reservoir volumes, programming a therapeutic bolus and check for a response, performing a catheter dye study, and an indium study. Under fluoroscopy (lateral orientation), it appeared to be flipped. The pump was revised and a mesh pouch was added to the pocket to prevent the pump from flipping. The catheter was found to be "twisted up" due to the pump flipping and was also replaced. The cause of the lack of effect was determined to be the flipped pump, which caused the catheter to twist and kink. The issue should be resolved with the revision. No further information was provided. Additional information was requested from the hcp regarding if the issue resolved.